Manufacturer narrative:
(B)(4): the customer reported a speaker malfunction. No patient harm was reported. Philips has not yet determined if there was any loss of audio function. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported a speaker malfunction. No patient harm was reported.